Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The error code 45520 for a keyboard dose key short was confirmed during the power up test under the "versions" screen and during the keypad test. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the keypad, updated software, reset the unit to standard configuration, and performed downstream occlusion (dso)/upstream occlusion (uso) sensor calibration. The pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the pump showed error code 45520, indicating the keyboard dose key shorted. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.